Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that it was a software issue. The software was reinstalled. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a sacroiliac and thoracolumbar procedure. It was reported that the spine software restarted twice intraoperatively during the navigation task, displaying the message ¿exiting¿ on the screen. This behavior was described as random. The system started working after two manual reboots. It was suggested to use the ctrl+alt+backspace command to refresh the software instead of performing a hard shutdown. There was a surgical delay of less than 1 hour due to this issue, and there was no impact on patient outcome.

Manufacturer narrative:
Additional information: a software investigation analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that the analysis was inconclusive and probable cause was unable to be determined. If information is provided in the future, a supplemental report will be issued.